Event description:
Medfusion syringe pump programmed to give kcl (potassium chloride) supplement over one hour, but the dose was administered by the pump over 15 minutes. The volume infused read 0.66cc when 2cc had actually infused. The dose and volume had been double checked prior to administration. When the error was discovered by the nurse, the settings were double checked on the pump, and it was confirmed that the pump had been programmed correctly. Cardiology service was notified and examined the patient. No further action was taken, but the pump was taken out of service.the syringes our facility utilizes are the 3 ml and 1 ml luer locks, and both syringes have the same diameters. The clinicians are selecting the wrong syringe size when programming the pump which results in an over or under delivery. This has occurred several times.